Event description:
Revision surgery 3 days after primary due to femoral fracture 3 cm from the neck osteotomy. During primary the surgeon had some difficulty broaching the femur as the canal was small. The femur was cabled and a new stem implanted. MFR ref # 3005180920-2014-00167.